Manufacturer narrative:
Describe event or problem: the two additional proglide devices are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional superficial femoral artery angiogram procedure. Reportedly, a ¿cuff miss¿ occurred with three proglide devices. The physician stated that depressing the proglide plungers felt different, like there was no connection. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed based on the returned device condition. The ¿reported depressing the proglide plungers felt different¿ could not be replicated in a testing environment as it was likely related to interaction with the patient calcification during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss and reported comment ¿depressing the proglide plungers felt different¿ appear to be related to interaction with the patient calcification such that the plunger was not fully depressed flush with the handle body and subsequently contributed to the reported needle to cuff miss. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.